Event description:
A malfunction alarm was reported with code malf 7 occurring multiple times with no notable events prior. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by arranging to replace the pump, as it was under warranty, and advised the customer to use multiple daily injections as backup therapy. The customer was instructed to put the pump into storage mode and return it with a pre-paid label within ten days.